Event description:
A cartridge change error was reported with a malfunctioning pump, leading the customer's blood glucose level to exceed normal levels. The specific blood glucose value was displayed as "high," although the exact figure was not provided. The customer managed the high blood glucose by performing a correction injection via multiple daily injections (mdi), without needing third-party assistance. Tandem addressed the issue by advising the customer to replace the pump due to its warranty status and arranged for a shipment of a replacement pump with updated software. The customer was guided to store and return the faulty pump to tandem to avoid additional charges and to transfer their settings and connect their continuous glucose monitor to the new device.